Event description:
It was reported that the patient presented to the emergency room after receiving a vibration alert. During device interrogation, all values were in a normal range and no oversensing could be reproduced by isometrics. Reviewed of the session records revealed, non-sustained rv oversensing episodes due to post-paced t-wave oversensing. Programming changes were made. The patient condition is good.